Event description:
It was reported that during a lap gastrectomy procedure, the blade on the device was broken. Another device was used to complete the case. There was no adverse consequence to the patient.